Event description:
Sudden death following a tace procedure using dc bead. The pt was a male with liver cancer, and this was the second treatment with dc bead within a year. The pt was treated with 100-300 dc bead loaded with 50mg doxorubicin. During the femoral compression, the pt had a feeling of heat, some coughing and then sudden death. Initial assessment by the hospital is the pt had a heart attack. The hospital concluded that the incident was unrelated to the tace procedure. No autopsy report is available.

Manufacturer narrative:
Dc bead is a permanent implant and therefore, the device was not available for analysis. Review of the batch records was carried out, and there was no indication of any issues with this batch of beads and all batch release testing was within spec. It is possible although unlikely that the incident was related to the tace procedure. In the absence of the autopsy report, the root cause of this incident cannot be established and no further conclusions can be drawn from his incident.